Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and successfully replaced. Additionally, the patient's implantable cardioverter defibrillator (ICD) is subject to the ellipse charge time out advisory issued by abbott in august 2014. The patient's ICD was prophylactically explanted and replaced. The patient remained stable.